Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a fluid leak. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. A separation with abrasion adjacent was noted on the exhaust tubes of both cylinder at the tube/strain relief junction. These were both sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of both cylinders indicated that each tubing had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separations noted in the tubing at the cylinder tube/strain relief junctions. Separations of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.